Event description:
On (B)(6) 2012, the reporter contacted animas alleging that the pump's keypad (up, down and ok buttons) are not responding appropriately (intermittently). Sometimes the buttons need to be pressed really hard to get a response, and other times need to let the display time out before going back into the bolus screen to program a bolus due to no response from the buttons. There are reportedly no rips/tears in the rubber keypad, and no blood glucose excursions related to this issue. The pump is worn in a pocket and not cleaned. There is no reported adverse event associated with this complaint. This complaint is being reported because the alleged keypad malfunctions remained unresolved.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: found "up" key to be intermittently unresponsive. Found "contrast", "down" and "ok" keys to be responsive. Found keypad to be intact with no evidence of tearing or peeling. Removed keypad to inspect key contacts for contamination which was found under the "up" and "contrast" key contacts. Unrelated to this complaint, pump was also returned with the battery compartment cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.